Event description:
It was reported that during routine check performed by customer, the cs100 intra-aortic balloon pump (iabp) unit had a power up failure. There as no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11 corrected fields: d1, d4 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse replaced the power supply to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.